Manufacturer narrative:
Device not returned for investigation.

Event description:
The manufacturer received information that a user of an amara view mask with magnet headgear alleges the mask with magnets has reduced the lifetime of his defibrillator by 1.5 years. The user stated the defibrillator was making a sound like an alarm for thirty seconds or more. The user was instructed to order the non magnetic clips for his mask and headgear. There was no report of patient harm or injury. No product was returned for investigation. This will be an initial final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.